Manufacturer narrative:
Patient code c76143 no longer applies to this report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. The patient¿s spouse reported that the ins was implanted the day prior to the call (B)(6) 2019 and that their reason for calling was because the patient had been ¿peeing and can¿t control it,¿ since the patient was implanted with the ins. While on the call, the caller was able to sync with the programmer and it showed that stimulation was on, on program 1 at 1.0. The caller stated they increased stimulation to 1.3 and the patient confirmed feeling comfortable stimulation. It was advised that the patient should review and directions that had been previously provided by the health care physician (hcp) and that it took time for the body to respond to therapy so thus titrations should be discussed with the hcp. The patient was going to monitor symptoms now that a change had been made and stated they would follow up with the hcp if it didn¿t resolve. The patient and their spouse called on (B)(6) 2019 to reported that the patient was having a return of symptoms and that it was not working as well and that they were not able to hold it as long. While on the call, the caller increased from 1.3 to 1.5 and the patient was going to monitor their symptoms now that a change had been made. It was noted the patient would follow up with the hcp if it didn¿t resolve. The patient stated that this happened within the month of november of 2019. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member of a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Caller said the ins was placed and they don't know what to do with the device. They added that it was no longer working and they don't know what happened or how to use anything. As a result of what was reported, the call agency gave the caller the call center's phone number. They were also advised to reach out to the healthcare provider's (hcp) office for support. No further patient complications have been reported as a result of this event.